Manufacturer narrative:
Technician found hilow hydraulic pump cylinder leaking fluid. Technician removed and replaced cylinder to resolve. No injuries reported by account.

Event description:
The hilow cylinder is drifting down.